Event description:
Boston scientific received information that prior to the upgrade procedure, the right ventricular (rv) lead had a shock impedance measurement of 77 ohms. When the rv lead was connected to the new implantable cardioverter defibrillator (ICD) the shock impedance measurement was greater than 200 ohms. The rv lead was then reconnected to the old cardiac resynchronization therapy defibrillator and measurements were between 77 and 79 ohms. When the rv lead was connected to the ICD again, the measurements remained greater than 200 ohms. As a result, the rv lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.